Manufacturer narrative:
Date is approximate. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #:(B)(4) , ubd: 20-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt the stimulation from the front of their stomach to their back and if they used the stimulation for two months then their ribs started to hurt and they couldn't sleep. The patient also reported that the ins was close to surface of skin and the top pushed into their hip bone and spine. The patient said they had been working with their healthcare professional (hcp) about the issue all along. The patient stated they had x-rays and they were told that the left lead was completely out. The patient said they were supposed to be scheduled for surgery however the paperwork had not been completed. The patient was directed to their hcp. Additional information was received from the patient and a manufacturer representative (rep). The rep reported that the patient was waiting for a surgery date to have the system completely removed because they had a change in insurance. The patient reported that the left lead moved out of place and the device was sitting on their hip sideways and close to the skin and hurt badly. The patient wanted the device removed. The patient said they were doing paperwork to go through their insurance but they were having a problem with insurance and now resolved it. The patient was calling to see if the manufacturer was going to call the patient's insurance; the patient was directed to their hcp. No further complications were reported.

Manufacturer narrative:
H6: applied correct codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.